Event description:
Complainant alleged that the clinicians were treating a pt. The pads were applied to the pt's back and chest. A head board was then placed under the pt's back. The clinicians then defibrillated the pt seven times. Upon the delivery of the seventh shock, an arc was observed emanating from the pad placed on the pt's back. When the pad was removed from the pt, a charred burn was noted on the pt's back and there was a burn through the pad. The pt's burn was treated, and there was no add'l adverse effect to the pt.